Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial# (B)(4), implanted: (B)(6) 2015, product type: catheter; ubd: 30-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 40 mg/ml of bupivacaine at 13.18 mg/day, 2.1 mcg/ml of prialt at 0.69 mcg/day, 2000 mcg/ml of baclofen 659 mcg/day, and 1.5 mg/ml of dilaudid at 0.49 mg/day, via an implantable pump for intractable spasticity. It was reported the hcp was going to address a possible infection along the catheter track they noticed that day ((B)(6) 2018). It was indicated there were no therapy concerns. The patient was receiving adequate therapy relief as of (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). An infection was diagnosed along the catheter track. The infection was diagnosed via culture. The patient experienced induration and ulceration of overlying skin over the catheter/flank. Regarding potential causes and contributing factors, the patient had a lumbar spine surgery with a wound previously. The pump and catheter werer explanted, and the patient had intravenous antibiotics administered prior to the surgery.